Event description:
It was reported that patient underwent hip arthroplasty in early 2006. Subsequently, the patient was revised in 2008, and the cup and head component were removed. The reason for revision is unknown.

Manufacturer narrative:
Evaluation was performed by the imperial college in london and a report was forwarded to biomet with their findings which noted high wear rate. A biomet principal research scientist reviewed the report and confirmed the high wear rate based on the numbers provided. The cause of the high wear rate may be due to third body debris, but could not conclusively be determined since biomet did not receive the component for evaluation.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported that patient underwent hip arthroplasty in early 2006. Subsequently, the patient was revised in 2008 and the cup and head component were removed. The reason for the revision is unknown. No further information has been provided to date.